Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found no abnormality on the returned sample's physical appearance. The sample was inflated with water and observed water leaking from the sac. Evaluation found a tear at the bifurcation caused water to leak out. Origin of tear could not be determined and could not assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that after 3 days of use, a pinhole was noted on the funnel bifurcation of the device. Subsequently, the catheter was replaced. The catheter was used for bladder drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 3 days of use, a pinhole was noted on the funnel bifurcation of the device. Subsequently, the catheter was replaced. The catheter was used for bladder drainage.